Manufacturer narrative:
The device was received, the investigation is pending. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sulox head l a 32/+3.5, taper 12/14 on the left side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to implant breakage.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: revision due to implant breakage event summary: it is reported that patient received sulox head, allofit shell and durasul alpha insert implanted and two years later patient heard a knack and underwent a revision surgery due to breakage of the head. Head and insert were revised. Review of received data: 3 undated x-rays were received for review. In 2 of them the broken head is observed and in 1 of them supposedly the revised tha with new head is seen. The ones before the revision surgery show that the femoral stem is still inside the acetabular socket after the breakage of the head. The femoral stem is seen to have radiolucent zone medially. However, no other previous x-rays were received to compare these feature. The acetabular shell is observed to have an inclination angle of 45°. Primary surgery notes dated (B)(6) 2015: diagnose: coxarthroses left hip implantation of the uncemented allofit shell press-fit on left hip along with durasul inlay size 50, ml taper stem 12/14 and ceramic head 32mm size l 12/14. Allofit pressfit shell positioned in 45 ° inclination angle and 15 ° anteversion. No dislocation tendency with the size l head was observed. No problems were observed. Hip stem is unknown. Revision surgery notes dated (B)(6) 2017: operation: left hip revision of the insert and head, without the change of shell and hip stem. Only the first page of the report is received where the initial procedure of the surgery is indicated. No valuable information is attainable. Devices analysis: visual examination: ceramic head: the laser engraving on the femoral heads is as shown below, where zz is the year of fabrication and yyyyy is the serial number. 32l/+ 3.5 12/14 zz s yyyy iso 6474. The laser engraving on the received fractured femoral head reads as follows: 32l/+ 3.5 12/14 15 s 5390 iso 6474. The fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. Four large fragments were received. 2.6 % of the implant volume is missing. Inspection of the cone surface and bottom: fragments 1, 2, 3 and 4 show both primary as well as secondary metal transfer, fragment 4 shows only secondary metal transfer. No traces of blood were found on the fragments. One small fragments were delivered. Inspection of the fracture surfaces: secondary metal transfer is especially visible on the fracture surfaces of fragments 2 and 3, fragments 1 shows only minor secondary metal transfer. Inspection of the articulating surface: minor metal transfer is visible on fragments 1 and 3. Pe insert: anchoring surface of the insert shows 2 indents to secure the fixation of the insert in the shell. Indents are seen to be well done. Articulating surface of the insert is significantly worn due to contact with the stem taper. Rim of the insert is excessively damaged and cut. The density of all large fragments is measured to be more than or equal to 3.98 g/cm3, the specified value in the specifications is more than or equal to 3.96 g/cm3. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Raw material certificate of the sulox ceramic head has been reviewed and confirmed to conform to the specifications. Instruction leaflet for endoprostheses d011500200 ed.2014/10 rev7 indicates under risk factors section that "heavy patients, obesity (especially over 225 pounds (100 kg))" are one of risk factors that can influence the success of the operation. Further, under warnings - preoperative section it is stated that "patients receiving knee/hip joint replacements should be advised that the longevity of the implant may depend on their weight and level of activity." And under adverse effects section it is stated "implants, implant parts and instruments can fracture, become loose or undergo excessive wear, or their functioning may be impaired if they are subjected to excessive loading, are damaged or have been implanted incorrectly or handled improperly. " root cause analysis root cause determination using dfmea: fracture of head due to fracture of head due to insufficient material thickness (wrong design) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. . Loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: there is no information available confirming that, however it cannot be excluded. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing => not possible: material pairing was correct. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset => not possible: correct size diameter/offset was used. High wear, head fracture due to wrong raw material selection => not possible: quality documents for the material have been reviewed. The conformity with specifications has been confirmed. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => not possible: patient's activity level is low. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper => possible: it is not known if the stem was damaged during the operation, therefore cannot be excluded. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient bmi=50.8, which is classified as obese. Conclusion summary: according to the information available at the hand, patient underwent a revision surgery on (B)(6) 2017 due to head breakage after 2 years in-vivo time. The broken ceramic head and pe insert were received for the investigation of the case. Parts of the head are missing. In total 2.6 % of volume of the femoral head is missing. Therefore, fracture origin could not be identified. The review of the DHR indicates that the head met all requirements to perform as intended. The respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform to the specifications. The production and quality data are therefore within the specifications. Instruction leaflet for endoprostheses d011500200 ed.2014/10 rev7 indicates under risk factors section that "heavy patients, obesity (especially over 225 pounds (100 kg))" are one of risk factors that can influence the success of the operation. Further, under warnings - preoperative section it is stated that "patients receiving knee/hip joint replacements should be advised that the longevity of the implant may depend on their weight and level of activity." And under adverse effects section it is stated "implants, implant parts and instruments can fracture, become loose or undergo excessive wear, or their functioning may be impaired if they are subjected to excessive loading, are damaged or have been implanted incorrectly or handled improperly. " breakage of the head could be caused by patient/surgical related factors. High bmi (=50.8 which is classified as obesity) of the patient might have strongly contributed or may have caused the failure. However, an exact root cause could not be determined based on current available data. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately two years post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.